Event description:
It was reported that there was a char noted on the tip of the catheter used during a right sided a-flutter procedure. The physician was ablating perpendicularly at 50 watts in power control mode for long durations. There was impedance rise (approximately 160-170) on the generator. The catheter was removed, the tip cleaned and flushed; and used again to complete the case without any patient consequence. Follow up was done to request for further detailed information. However no detailed information was provided regarding the size or description of the char. The catheter involved was received on (B)(4) 2012. Visual inspection showed that the catheter condition was normal, and no stain or traces of char. Analysis of the catheter was performed and was completed on (B)(4) 2012 confirming the catheter to be within specifications. Since no other information was available, it was still unclear whether or not the char was within acceptable/ non-reportable size at the point of analysis of this complaint. Thus, upon completion of the catheter's analysis date ((B)(4) 2012) and the inability to confirm the size of the char, bwi decided to make this event reportable, marking the analysis completion date as the alert date.

Manufacturer narrative:
Concomitant product used during the procedure: stockert rf generator: model #: m-5463-01, serial #: (B)(4). Regarding the biosense webster system, the customer was contacted by bwi field service engineer. The customer never send the unit in for service, nor responded to the calls. (B)(4). The returned catheter was visually inspected. The catheter looked normal and appeared to be in good condition. The catheter was also tested according to the complained impedance issue. The catheter was tested and passed electrical, temperature and generator tests. In addition a cool flow pump test and irrigation test were performed. The catheter passed both of these tests. The device history record review was also performed. No anomalies were noted in manufacturing or service of this device related to this issue.